Event description:
It was reported that the pacemaker was suspected to have premature battery depletion, as the longevity had gone from 5 years to 3 years in approximately six months. A request was made to have data from this device analyzed. Data analysis confirmed that the power consumption had been steadily increasing over the past year. A device replacement was recommended. No adverse patient effects were reported.